Event description:
Boston scientific received information that this local representative contacted boston scientific's technical service (ts). According to the local representative, the patient received an inappropriate shock for a rhythm with very low amplitude. Prior to shock delivery, the device was exhibiting oversensing (double and triple counting). Following shock delivery, amplitude of the signal improved. At the time of shock delivery, the patient was playing poker. Prior to the poker game, the patient had been helping a friend move. Stored data had been uploaded and the local representative requested review by ts. Ts accessed the expanded report and a review of episode found that the signal amplitude was already very low at the onset. The change in the signal amplitude could not be reproduced with the patient in multiple postures. The patient has a chronic pacemaker. Despite adjusting the pacemaker rate, low amplitude signals were not replicated. The captured electrograms appear normal. The local representative reported that the sensing vector is currently programmed in primary x2 gain.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information on (B)(6) 2017 from the investigation site that the device was reprogrammed following the (B)(6) 2015 episode.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(6) 2017 that no programming changes were made following the (B)(6) 2015 episode.